Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694958 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the atrial lead exhibited oversensing and lead fracture was confirmed. It was noted that there has been oversensing since (B)(6) 2012 and therefore the mode was changed to from atrium to ventricle since the patient did not need pacing. The physician also noted that during device changeout the tip and ring revealed noise. The atrial lead was capped and not replaced. Additionally it was reported that the right ventricular (rv) lead had high impedance that had triggered and alert, no capture at max outputs, oversensing noted on the rv tip to ring and tip to coil egm (electrogram), and a confirmed fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.